Manufacturer narrative:
(B)(4).

Event description:
It was reported that a company representative was troubleshooting communication issues on a tablet. She repeatedly got "error establishing communication" messages. The usb serial cable was replaced, and the error messages resolved. No patient's were affected, because another programming system was available for use. The serial cable was received on 03/07/2016. Analysis has not been completed to date.

Event description:
Analysis was completed on 03/29/2016. The cause for the serial cable failure was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.